Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 40mg/dl. The customer's most current level was 485mg/dl. The customer was treated at the hospital. The customer had been off the pump since then. Troubleshoot was not conducted due to customer having been off the pump.